Manufacturer narrative:
Customer service went through troubleshooting with the customer and inspected the faceplate and backplate for damage and inspected and cleaned the diaphragm. When the customer turned the pump on and put it in expression phase, the pump kept stopping and switching back to stimulation phase. At that point, customer service sent the customer a replacement pump. The customer was contacted by a medela clinician on 05/15/2017, and the customer stated that the replacement pump was not working well and that she thinks it is the power cord, so a replacement power cord was sent to the customer. The customer reported that she no longer has mastitis nor is she taking an antibiotic. The customer was not able to recall the antibiotic prescribed but took it for 10 days. The customer also reported that she has lots of plugged ducts and works with a lactation consultant and also massages her breast, applies damp heat, takes warm showers, and drinks lots of water. The product was received and evaluated and the attached evaluation indicates that there was customer damage to the dc jack. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her pump in style advance breast pump had low suction and she developed mastitis twice while using the pump.